Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color and the plug deployment button could not be pressed down. There was no reported patient injury. Hemostasis was achieved via manual compression. There was no visible device or package damage prior to use. The device was stored and prepared per instructions for use (IFU). There was no difficulty connecting the vascular non-cordis sheath introducer (si) with the exoseal vascular closure device (vcd). The indicator wire cowling locked with an audible click. Pulsatile flow was observed from the bleed-back indicator. The device and non-cordis sheath introducer were retracted together until bleed back slowed or stopped. The indicator did not show black-black, and no red color was observed during retraction. The physician¿s thumb was not placed on the plug deployment button during retraction. Upon removal, the indicator wire loop was visible with no abnormalities. The device was not deployed outside the body. A non-cordis 5f short sheath was used. Angiography confirmed femoral artery suitability and appropriate insertion angle. Vessel diameter was greater than or equal to 5 mm, with no calcium or plaque, mild tortuosity, no nearby stent, and no stenosis greater than 50%. The site had not been previously closed within 30 days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The procedure was a diagnostic procedure using a retrograde approach. The physician was certified in the use of the device. The device will be returned for evaluation.